Event description:
It was reported that before an unknown procedure, the clear plastic tip on the obturator looks melted. Another device was used to complete the procedure. There was no patient involvement. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Lens melted. The analysis results found that the (B)(4) device showed damage on the lens of the obturator. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.